Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 110 mg/dl. Customer was concerned that bg might go low due to 4 units of insulin on board. Customer drank orange juice and went to the hospital. Customer was monitored while at the hospital and received no treatment. Customer was released less than two hours later with no permanent damage.